Event description:
It was reported that the pump was involved in the overdelivery of a heparin solution. Channel 1 was programmed to admin. 250 ml of solution at 10 ml/hr. After approx. 2.5 hrs the container was empty. The pump displayed that 218 ml of solution remained to be infused. The pt was observed afterwards. No medical or surgical intervention was required.